Event description:
It was reported to medtronic neurosurgery that the strata valve allegedly changed pressure levels inadvertently three times. The value was explanted.

Manufacturer narrative:
The device has not been returned to the MFR. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of MFR.